Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the intra-aortic balloon (iab) was inserted into the patient one hour before they discovered the iab was ruptured. Blood was seen in the driveline tubing and helium loss alarm was triggered on the pump. Another iab was placed in the patient. Patient condition reported as fine. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in the helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No further action required at this time. Device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends.

Event description:
It was reported by the doctor that the intra-aortic balloon (iab) was inserted into the patient one hour before they discovered the iab was ruptured. Blood was seen in the driveline tubing and helium loss alarm was triggered on the pump. Another iab was placed in the patient. Patient condition reported as fine. There was no patient death, serious injury or patient complication reported.